Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during surgery the retractor frame medial lateral and retractor frame cranial caudal distractors of the minimally invasive surgical support system have worn out and slipping during surgery. They no longer hold the position tightly they are intended to. Surgical delay is unknown. The procedure was successfully completed without delay. Patient status is unknown. This is report 2 for 3 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the retractor frame cranial/caudal (part # 03.615.100 lot # t152555) was received at us cq. The device had light surface scratches along the body of the device. Upon magnification, the teeth of the tooth wheel (03.615.100.27) was mildly worn. The teeth on the rack (03.615.100.12) were also mildly worn. The wear should not impact functionality. No other defects were identified. Functional test: functional testing showed that the device functioned as intended. When in the locked position, the retractor sliding half (03.615.100.20) does not move freely and holds its position as designed. While in the locked position the sliding half only moves if the pinion shaft assembly is rotated counter clockwise to widen the device¿s position. This motion is allowed per the design of the device. The device does not compress when in its locked position. The only time the device compresses is if the device is unlocked. Although there are signs of wear on the tooth wheel, the device is holding position adequately and is not loose. The blade holder on both the right- and left-hand side also function as intended. They have the intended motion when the saddle is either depressed or released. The complaint is not confirmed. The complaint cannot be replicated with the returned device; the device functioned appropriately. Dimensional inspection:dimensional inspection was not performed since the reported condition of the functional issue is not confirmed. The device could not be disassembled to access the tooth wheel. Manufacturing record evaluation: the received retractor frame cranial/caudal (part # 03.615.100 lot # t152555) was manufactured at the tuttlingen site on 23-may-2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion:the overall complaint for the received retractor frame cranial/caudal (part # 03.615.100 lot # t152555) is not confirmed because the device holds its position and functions as designed. The observed cosmetic issues are consistent with normal wear. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 03.615.100. Lot number: t152555. Manufacturing site: tuttlingen. Release to warehouse date: 23.may.2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.